Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed hardware low level failure which caused an unexpected restart. The patient's blood glucose at the time of incident is unknown. The alarm occurred during normal use. During a self test the alarm recurred and the device settings were erased. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump error 63 alarm confirmed in the pump history due to cold solder joint on keypad assembly. The insulin pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay, cracked select button keypad overlay and keypad overlay texture damage.